Event description:
It was reported that during a mildly calcified, mid left anterior descending coronary artery stenting procedure after successful placement of a 3.5x28mm xience xpedition stent, during the first inflation of the 3.5x15mm nc trek balloon at 10 atmospheres, the balloon ruptured. There was no adverse patient effects and no clinically significant delay in procedure. Another 3.5x15mm nc trek was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.